Event description:
It was reported by the rep the device was used during an appendectomy. It was reported the endocutter was fired during the procedure and did not achieve hemostasis. Also, all of the staples that did not go into the tissue fell into body and surgeon spent 20 minutes clearing them out. Bleeding mainly was on one end of the staple line. There was no consequence to the pt.